Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a pre-existing surgical incision on the patient's chest. The patient's physician prescribed an unknown cream for the irritation and the irritation healed.